Event description:
It was reported that during the implant procedure, it was not possible to screw out the helix on the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).